Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 406.10 uu/ml and was reported to the physician as 405.00 uu/ml. After a telephone call, an aliquot of this sample was sent to another laboratory for confirmation on a competitor system. The repeat result was 235 mu/l. The user loaded a new diluent onto the analyzer and repeated the assay. The result was 399.7 mu/l. The doctor found the repeat result to be acceptable. The patient was not adversely affected. The tsh reagent lot number was 163973. The expiration date was not provided.

Manufacturer narrative:
The patient sample in question was provided for investigation. The customer's results were reproduced with retention product of the same lot. Due to a low sample volume, the result could not be verified on a competitor system nor could further investigation be performed. A root cause could not be determined. The patient was not harmed by any action taken.

Manufacturer narrative:
This event occurred in (B)(6).